Event description:
It was reported that the air dermatome was lifting the skin extremely thin despite the setting. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned to the manufacture for evaluation. The device was found to be out of calibration on the zero graft setting. However, this would not impact grafting ability. All other graft settings were out of calibration on the side to side graft readings. The motor rpms ran within the specification limits, however the motor ran rough. It was determined that the head and control bar were damaged. Parts replaced included; ball detent, control bad, bearings, throttle lever, motor, swivel, head, thickness lever "o" ring, width plates and the seal and the retaining ring. The device was repaired according to procedure and returned to the customer. The device was purchased in 2001. A review of service records indicate that the device had not been returned to the manufacturer for annual repair or preventative maintenance. The device has only received service once in may 2005. It is documented in the instruction manual included with the device the "the zimmer air dermatome should be returned every 12 months for inspection and preventative maintenance."